Event description:
The facility reported a colleague infusion pump with a malfunction of battery failure. It is unknown when this condition occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. This device utilizes user interface module master software version 6.13.90 categorized as remediated. No additional information is available. During review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Event description:
An adc customer reported receiving a pxtra meter reading of 150mg/dl and reportedly lost consciousness and fell causing "trauma" to their ribs while at home. Paramedics were called and upon arrival, obtained an hcp meter reading of 25 mg/dl and treated the customer with glucose (route unknown). Customer was transported to a health care facility and diagnosed with hypoglycemia however, it is reported that no additional treatment was provided. No additional information was provided for this report. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product has been requested back for investigation and a follow-up report will be submitted if new information is obtained.

Manufacturer narrative:
Customer's reported products have been returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.